Event description:
It was reported that an asymptomatic patient was in clinic during follow-up when post-paced t-wave oversensing was noted on stored egm. Programming changes and dft were recommended.

Manufacturer narrative:
(B)(4).